Manufacturer narrative:
Related comorbidities and anticoagulation therapy may have been a contributed factor to this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause of the reported event based on the analysis of the pump was thrombus; the root cause of the reported event of neurological event, cannot be conclusively determined due to multiple contributing factors. There are patient, procedural, and pharmacological factors that may have contributed to this event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction and death. IFU outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Neurological events and death are a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was still in the hospital with a "rough post-op course" since implant on (B)(6) 2015. Patient has developed new issues with hemolysis and head bleeds. The manufacturer representative received a call from one of the cardiologists to discuss changes in vad parameters that developed yesterday afternoon ((B)(6) 2016). It was suggested for the site to send in log files to the manufacturer for further analysis. It was stated that the next day the manufacturer representative received a call from the other cardiologist where he stated that the vad parameters were still abnormal (>10lpm / 2700 / 5.3w). Cardiologist also stated that the surgeon instructed the night shift nurses to change the controller last night due to the elevated parameters. An elective controller was performed and was said to be done successfully, but no changes to the parameters were noted. It was said that the site was discussing pump exchange today and will have a plan later this afternoon. It was stated that the patient had been taken for a right heart catheterization (rhc) to evaluate right ventricular function prior to pump exchange. On the way back to the intensive care unit, the team obtained a routine head CT scan. The head CT showed subdural and epidural head bleeds along with a possible left embolic cva. It was noted that the patient has been re-intubated multiple times post-implant and is currently intubated and difficult to note signs and symptoms of cva or bleed. It was also stated that a family meeting was held with the vad team, neuro surgery, and parents. Neuro will stop all anticoagulation and no intervention will be done at this time due to poor prognosis. It was said that it is likely that the patient will continue to progress from moderate to severe impairment. It was stated that the vad team decided to stop all anticoagulation to decreases chances of worsening head bleeds. The site questioned if they could stop the pump and rely on the patient's native heart function and manage his heart failure to eliminate a need for anticoagulation. The patient under tte, had the speed decreased to 1800rpm. The patient's blood pressure was said to drop and he required several epi boluses, so the speed was then increased to 2700rpm again. Current parameters are ">10l / 2700 / 10-12w." Patients maps is at 60s and maintained on epi and levophed drip. The patient's parents are waiting for other family members to come into town before making any decisions about withdrawal of care. On (B)(4) 2016, the manufacturer representative was told that the patient's parents decided to withdraw care on (B)(6) and the patient passed that day. It was stated that the site will be returning the pump for analysis. No additional information provided. Investigation is ongoing.